Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that when the driver was initialized, no rushes of air were noted coming from either pneumatic port when the other was occluded. The patient was successfully switched to back up driver without further issues. When the manufacturer received the driver for evaluation, the log files revealed that the driver had stopped while in use by the patient. The original report received indicated that the driver failed to produce pressure while switching the patient from another device due to reaching the service interval. The log files confirm that the driver was in use when the compressor seized, and failed to produce pressure or vacuum.

Manufacturer narrative:
The patient remains ongoing on lvad support with the back up driver. A supplemental report will be submitted when the device analysis is completed. No further information is available.